Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ¿zygomatic-malar region and 3rd lower half¿ with 0.5ml per side of harmonyca lidocaine. The patient was also injected with 0.5ml of juvéderm® volift¿ with lidocaine in the ¿zygomatic-malar region.¿ the patient experienced ¿inflammatory reaction with delayed edema and small zygomatic collection in malar region." The patient was treated with ¿deltacortene 25mg for 3 days, then 12.5mg for 3 days, then 6mg for 2 days.¿ symptoms are ongoing.